Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown if this lot number contributed to the event. Refer to (B)(4) for the reported lot number c0353529. The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an eye care professional (ecp) that a patient experienced a possible defective lenses and was advised to stop wearing the contact lenses for a while. Additional information was received on 19dec2019 via a follow up call to the ecp. It was reported that the patient had temporarily stopped wearing the complaint contact lenses as the patient developed corneal ulcer in the right eye (od). It was noted that the patient was currently on moxifloxacin. The patient was scheduled for a follow up visit in a couple of weeks. Additional information was received on 13jan2020. It was reported that the corneal ulcer resulted to a mid-peripheral corneal scar superior cornea. Additional information was received via a telephone call to the patient. It was reported that the patient was ready to restart wearing contact lenses as per the ophthalmologist. It was added that the corneal ulcer had subsided. Additional information was received on 16jan2020 via answered questionnaire from the patient. It was reported that the patient was treated with moxifloxacin three times a day for two weeks by the emergent care physician and moxifloxacin every four hours for 48 hours then four times a day for two weeks by the ecp.

Manufacturer narrative:
H.3., h.6.: one hundred eighty nine (189) sealed blisters were returned. Two (2) sealed blister(s) were sampled for testing. No opened product was returned for this complaint. Sample 1 and 2, received sealed, was found to meet manufacturing specifications for package integrity, ph, osmolality, surface, edge, base curve, and diameter. This complaint for lot# c0356936 was received for complaint category ¿¿h-corneal ulcer infectious¿, ¿h-corneal opacity (peripheral) and ¿lens-other¿ on 12 dec 2019. There was another complaint received for this complaint lot since (B)(4) lenses were released on 23 feb 2019, however it was not related to current complaint. All the in-process sampling inspections did not identify any defect for this complaint lot and all results were within specifications. Furthermore, the in-process controls were all in place and no deviations were observed to the controls during the manufacturing of this lot. Retained sample evaluation was performed and results for all tested parameters were found to be within specification. Therefore, systemic issue can be excluded, the lot is acceptable for continued distribution. This complaint is classified under category 1 incident and has been escalated to local qa for investigation as per company policy. Further escalation to global escalation management (gem) is not required. All investigation results showed that no deviations were observed during the manufacturing of this complaint lot. The aql of this lot met the acceptance criteria and the final release testing results for this lot met specifications. All equipment (linear table, primary packaging, autoclave) and environmental monitoring results associated with the manufacture of this lot was found to be acceptable. Furthermore, the retained samples of the complaint lot were tested and the tested parameters were found to meet the manufacturing specifications. Therefore, a conclusive root cause could not be established during the course of this investigation. No root cause could be identified and hence no corrective action and preventive action (capas) were raised. However, all complaints including this case are continuously monitored and tracked by the site. All complaint cases received by the site are also reviewed periodically. Corrective actions will be determined if required. The manufacturer internal reference number is: (B)(4).